Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2016. The patient was in good condition post procedure.